Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. It was found that the distal tip was peeled and kinked. The device was measured and the overall length and outer dimensions were within specification. The event date was not provided, the first date of the month of the aware date was selected.

Event description:
It was reported that coating detachment occurred. The target lesion was located in a coronary vesel. A 300cm straight tip v-14 control wire was advanced in the patient's body, shortly after advancement the physician removed the device and observed the hydrophilic coating was peeled back. No patient complications were reported.

Manufacturer narrative:
The event date was not provided, the first date of the month of the aware date was selected.

Event description:
It was reported that coating detachment occurred. The target lesion was located in a coronary vesel. A 300cm straight tip v-14 control wire was advanced in the patient's body, shortly after advancement the physician removed the device and observed the hydrophilic coating was peeled back. No patient complications were reported.